Event description:
Procedure: unknown, reportedly, a piece broke off the trocar while in the patient (description of piece unavailable). The piece was located and removed without difficulty. No patient injury reported.